Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope repeatedly displayed error e216. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and tube had foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.